Manufacturer narrative:
Concomitant medical products: product ID: dtmb1qq, serial# (B)(4); implanted: (B)(6) 2016.

Event description:
It was reported that upon clinic evaluation, the electrogram strips revealed long atrio-ventricular (av) intervals in device pacing, and inappropriate mode switching due to far field r-wave (ffrw) oversensing on the right atrial (ra) lead. Reprogramming was performed, and the device and ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.